Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3889-28, lot# v138915, implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the patient had no stimulation sensation and the patient was rescheduled for a lead re vision surgery on (B)(6) 2014. It was noted that a patient¿s ¿implant lead issue¿ didn¿t work. The reporter stated that the ¿machine¿ wasn¿t working and ¿came off.¿ it was reported that it didn¿t work that well and ¿it gets it up to 5.0¿ and the ¿other doctor¿ was wondering if the patient should have the ¿interstim icon.¿ it was unclear what this referred to. It was noted that the patient was on program 4 at 5.0 with the lightning bolt. It was reported that ¿it wouldn¿t work.¿ it was unclear what wouldn¿t work. It was reported that stimulation was changed to 0 volts on program 4 with no lightning bolt. It was noted that the patient couldn¿t feel stimulation at 4.5 volts. It was reported that the patient wasn¿t feeling the stimulation no matter what setting she chose, the patient didn¿t want to have surgery, and ¿it goes off.¿ the reporter stated that the healthcare provider said something about ¿is torn off¿ and was ¿going to re-hook it.¿ it was reported that the patient wasn¿t feeling stimulation because of the lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was not working properly. The event was attributed to the implantable neurostimulator (ins) and the lead. It was reported that the ins issue was unknown and the lead issue was a break. Surgical intervention of replacement of the ins and lead took place on 2014 (B)(6). It was noted that the devices would not be returned for analysis. It was reported that impedances were check and were within normal limits. The patient required hospitalization due to the event and the patient outcome was recovered without sequelae.

Event description:
It was reported, the patient had no stimulation sensation and thought her implant was turned off. The patient stopped feeling stimulation about one week prior to report. It was stated, the programmer showed stimulation was on at 4.9 volts. The patient increased stimulation to 5.0 volts after turning the stimulation on. The patient was not able to increase past 5.0 and saw the upper limit screen. The patient was not able to feel stimulation at 5.0 volts. The patient had pain which started about a week prior to report, reportedly which the device usually helped with. It later reported that the patient was having issues with the patient programmer that started last week. It was noted that the patient was able to get the therapy screen on and use the patient programmer but her therapy had not been good. It was reported that the patient was going to see her doctor and she was going to have surgery on 2014 (B)(6) to have a lead revision. The reporter stated that the lead wiring inside the patient¿s body was ¿off.¿